Event description:
A file became lodged in the canal, during a procedure and while attempting to reverse the file out, it separated from the handle. The remaining piece was cut and the canal was filled with the piece in place.